Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section b5 of the initial report should have stated that both of the patient's leads had pulled out from the ipg after a fall and that the patient has lost therapy

Event description:
Related manufacturer report number: 3006705815-2021-02954 additional information received indicates that the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's lead had pulled out from the ipg. The issue was confirmed via x-ray. As a result, the patient may undergo surgical intervention to address the issue.